Event description:
The patient underwent successful y-stent assisted coil embolization procedure without clinical consequences and was discharged. It was reported that approximately 16 days post procedure the patient presented with cerebral hemorrhage of the right frontal lobe accompanied by hemiparesis and ¿clouding of consciousness.¿ the patient underwent a successful craniotomy procedure to remove a hematoma. The patient was discharged two months after the craniotomy and it was reported that the hemiparesis was less severe and the "clouding of consciousness" was resolved. The physician did not relate the adverse event to the implanted devices or the procedure but that the cause was unknown. No additional information is available.

Event description:
The patient underwent successful y-stent assisted coil embolization procedure without clinical consequences and was discharged. It was reported that approximately 16 days post procedure the patient presented with cerebral hemorrhage of the right frontal lobe accompanied by hemiparesis and ¿clouding of consciousness.¿ the patient underwent a successful craniotomy procedure to remove a hematoma. The patient was discharged two months after the craniotomy and it was reported that the hemiparesis was less severe and the "clouding of consciousness" was resolved. The physician did not relate the adverse event to the implanted devices or the procedure but that the cause was unknown. No additional information is available.

Manufacturer narrative:
Subject device was implanted.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specification. The subject device remained implanted; therefore, physical analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. However, hemorrhage and neurological sequelae are known risks associated with endovascular procedures and are listed as such in the direction¿s for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.